Event description:
It was reported that during a surgical procedure, the fiber was forward firing after 102,404 joules and 10 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber. No patient/user clinical consequences occurred due to this event.

Manufacturer narrative:
Device evaluated by manufacturer updated evaluation codes added. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a surgical procedure, the fiber was forward firing after 102,404 joules and 10 minutes of use. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with a second fiber. No patient/user clinical consequences occurred due to this event.